Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that air ingress occurred. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was positioned in the left atrium, the left atrium was mapped with an orion catheter, and a farawave 31mm catheter was taken to ablate the pulmonary veins. Following ablation, the farawave 31mm catheter was changed to the orion catheter again for a remap, however, the valve the faradrive sheath was noted to have been leaking air. It was deemed the by the physician that the remap could not be continued with this sheath. The physician decided to end the procedure without a post-ablation remap. The ablation procedure was completed without any patient complications. The faradrive sheath was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was positioned in the left atrium, the left atrium was mapped with an orion catheter, and a farawave 31mm catheter was taken to ablate the pulmonary veins. Following ablation, the farawave 31mm catheter was changed to the orion catheter again for a remap, however, the valve the faradrive sheath was noted to have been leaking air. It was deemed the by the physician that the remap could not be continued with this sheath. The physician decided to end the procedure without a post-ablation remap. The ablation procedure was completed without any patient complications. The faradrive sheath is expected to return for laboratory analysis.